Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a torn dso seal and a cracked lens. A 'downstream occlusion' alarm was found in the event history log. Functional testing was unable to duplicate the reported issue; however, the ehl verified an alarm. It was determined that the dso sensor was the root cause. The dso seal, dso bezel, and lcd lens were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an electrical problem. There was unknown patient involvement and unknown patient harm/adverse event reported.